Event description:
New information received states that the lv lead was explanted and replaced. The patient was stable pre, during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic after an x-ray for pneumonia showed a dislodged lv lead. Lv lead was found to be not capturing in the clinic. The lead was turned off and patient will be booked for a lead revision at a future date. Patient was not symptomatic.